Manufacturer narrative:
Three trocar cannula/hub assemblies were received in a tray for the report of leaking. Two assemblies were on the tip of a probe and one assembly was on an infusion cannula. The returned samples were visually inspected and were all found non-conforming with open septums. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 18 additional complaints associated with the lot for the reported issue. The exact root cause for this complaint is unknown, however, potential contributing factors related to the molding and post cure processes of the valves have been identified. The exact root cause for this complaint is unknown. An investigation has been completed and actions are presently being implemented in order to improve the performance of the valves. Complaints are reviewed and monitored at regular intervals to evaluate effectiveness of actions taken. No additional action is required at this time. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a leakage was confirmed from the trocar cannula during a procedure. The procedure was completed without product replacement. There was no harm to the patient. No additional information is expected.